Manufacturer narrative:
A4 is unknown. The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
It was reported that while supporting an implanted impella cp, an automated impella controller generated low purge flow alarms. The purge cassette was replaced and the amount of heparin added to the purge fluid was doubled. Additionally, an intraventricular alarm occurred. The pump position was adjusted but the alarm did not resolve. Later, the patient was successfully weaned from the pump and survived.